Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 600 mg/dl. The customer received a battery out limit after inserting new batteries. The customer did not mention any form of treatment for their blood glucose levels. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Findings: a customer reported via phone call indicating that they experienced unexplained high blood glucose of 600 mg/dl. The customer received a battery out limit after inserting new batteries. The customer did not mention any form of treatment for their blood glucose levels. A replacement insulin pump was shipped to the customer.